Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 8670855, 510k # k000453 was cleared in the united states. Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pt underwent a tlif using mini-invasive procedure to implant posterior fixation. During final tightening, left l4 set screw could not be broken off. The set screw was replaced three times but all failed. Ultimately, l4 pedicle screw and rod were replaced to new ones; the set screw could finally be implanted and broken off. No pt complications or injury was reported.